Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('female pelvic inflammatory disease, unspecified'), pelvic pain ('pelvic pain/ chronic pain'), genital haemorrhage ('gen. Abnorm. Bleed') and diabetes mellitus ('diabetes') in an adult female patient who had essure (batch no. 629134,626582) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, left lower quadrant pain, right lower quadrant pain and cystoscopy. Concurrent conditions included gallstones, abdominal pain upper, cholecystectomy, cholecystitis, gerd, bleed in luteal cyst, torsion of ovary, fibroids and kidney stones. Concomitant products included cetirizine hydrochloride (zyrtec allergy) since 2009 and omeprazole magnesium (prilosec) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and headache ("headache "). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed)) and (B)(6) 2017, oophorectomy (unilateral), hyst.(full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal haemorrhage and migraine outcome was unknown and the pelvic pain, diabetes mellitus and headache had resolved. The reporter considered abdominal pain, back pain, diabetes mellitus, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2009 (discrepancy noted in insertion date) on (B)(6) 2017 she had done with hyst. (Full) medical leave related to essure: yes. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: cervix with mild chronic cervicitis, negative for dysplasia. Proliferative endometrium with no hyperplasia or atypia. One large intramural leiomyoma with no atypia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: diabetes, headaches, urinary tract infection. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic inflammatory disease. Lot number: 626582 manufacture date: 2008-02 expiration date: 2010-01. Lot number: 629134 manufacture date: 2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery ((B)(6) 2017, oophorectomy (unilateral), hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: (B)(6) 2009 (discrepancy noted in insertion date). On (B)(6) 2017 she had done with hyst. (Full). Medical leave related to essure: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received:case became incident. Event injury nos deleted and event pelvic pain, dysmenorrhea, dyspareunia, abdominal pain, back pain, menorrhagia, genital bleeding were added. Product stop date added. Patient date of birth added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('female pelvic inflammatory disease, unspecified'), pelvic pain ('pelvic pain/ chronic pain'), genital haemorrhage ('gen. Abnorm. Bleed') and diabetes mellitus ('diabetes') in an adult female patient who had essure (batch no. 629134,626582) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, left lower quadrant pain, right lower quadrant pain and cystoscopy. Concurrent conditions included gallstones, abdominal pain upper, cholecystectomy, cholecystitis, gerd, bleed in luteal cyst, torsion of ovary, fibroids and kidney stones. Concomitant products included cetirizine hydrochloride (zyrtec allergy) since 2009 and omeprazole magnesium (prilosec) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and headache ("headache "). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed)) and (B)(6) 2017, oophorectomy (unilateral),hyst.(full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal haemorrhage and migraine outcome was unknown and the pelvic pain, diabetes mellitus and headache had resolved. The reporter considered abdominal pain, back pain, diabetes mellitus, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2009 (discrepancy noted in insertion date). On (B)(6) 2017 she had done with hyst. (Full) medical leave related to essure: yes. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: cervix with mild chronic cervicitis, negative for dysplasia. Proliferative endometrium with no hyperplasia or atypia. One large intramural leiomyoma with no atypia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: diabetes, headaches, urinary tract infection. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs and mr received. Lot number added. New events: abnormal bleeding (vaginal), migraines / headaches, diabetes, headaches, female pelvic inflammatory disease, unspecified were added. New reporters, plaintiffs information added. Concomitant drugs, conditions and historical conditions were added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.